Event description:
Additional information received indicated that patient underwent surgical intervention where the ipg was replaced, and therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that ipg had become inoperable and unable to communicate with external devices. Surgical intervention took place on (B)(6) 2024, where the ipg was replaced, and stimulation restored.